Event description:
An end user reported developing a peristomal ulcer due to the hard flange of the device. The end user stated the area is between the 12 and 3 o'clock position, is approximately 19mm, with partial thickness and minimal drainage.

Manufacturer narrative:
Based on the available info this event is deemed a series injury. End user was seen by a wound ostomy continence nurse in an outpatient clinic who discontinued the product, applied aquacel and an eakin wound pouch. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on 08/08/2014. Note: the actual date of event is unk, so the date used was the date convatec became aware.